Event description:
Information received with return of the explanted device notes that the device would not interrogate due to a telemetry failure. An ECG showed an output spike of approximately 35 ppm, possibly the patient's intrinsic rhythm.